Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. There was no adverse impact to customer's blood glucose levels. The customer changed the cartridge and successfully resumed insulin delivery.